Event description:
Note: the event occurred in 2004; the actual event date is unknown. It was reported to boston scientific corporation on october 16, 2006 that an enteryx procedure kit was implanted (male patient; age and weight are unknown). According to the complainant, the patient had two separate procedures of enteryx implants and both procedures were "successful". Two years later, the "patient has developed esophageal varicies (physician thought grade I) although patient has no liver disease. The physician's impressions were that there might have been an injection of enteryx in the submucosal veins. Seems to be some bulking at the distal esophagus. Additional test were completed - eus (2004) and CT scan (same month). Impressions were that the enteryx material had tracked 13 cm 'up' the esophagus. The physician mentioned he was going to write this scenario up and report it."

Manufacturer narrative:
Other (esophageal varicies). The lot number is unknown; therefore, the manufacture date cannot be determined. The device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in september 2005. Boston scientific corporation no longer produces the reported product. Other: product unavailable for analysis.